Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 201 mg/dl, 140 mg/dl, 71 mg/dl. Tests were done < 10 minutes apart with a difference of 56%. Patient did not experience any adverse events. No further information has been reported.